Event description:
It was reported that vns patient who previously had a site infection resulting in device removal, and subsequent re-implant after infection had apparently resolved has again an infection. It was indicated that the patient previous infection was not confirmed thru cultures. It was reported that the full vns system was explanted and patient put on antibiotics. It was reported that nil growth has been localized on current swab. The explanted products are expected to be returned for pa but have not been received to date. Review of manufacturing records confirmed sterilization with hp for both the generator and lead prior to distribution. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the cause of infection would not have been from initial battery reimplant or from the vns generator itself. Patient's skin was found to be thin over vns device site so it may have come from a possible scratch or cut to the skin. The device was removed two days following first indication of infection. The explanted device has been discarded.